Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, customer support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. They were informed that a replacement pump with updated software would be sent, and clear instructions were provided on how to handle the transition, including putting the current pump into storage mode and returning it using a pre-paid label. The customer understood and acknowledged all instructions.